Manufacturer narrative:
H.6. Investigation summary: twelve unused samples were returned to our quality engineer for investigation. Through visual inspection, no leakage was observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot 1902233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the returned product and in all cases the product met required specifications and no leakages were observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe the seals failed and product was observed between the 2 layers of the seal. The following information was provided by the initial reporter: when drawing up product into the syringes the seals failed and product was observed between the 2 layers of the seal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe the seals failed and product was observed between the 2 layers of the seal. The following information was provided by the initial reporter: when drawing up product into the syringes the seals failed and product was observed between the 2 layers of the seal.